Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 10/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, the black box showed several unexplained pump reboots. The battery compartment and cap were undamaged and able to fit securely. The battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring. There was moisture corrosion observed on the display screen inside the pump. A leak test failed due to a display lens leak. The ez-prime steps were performed correctly with no power interruptions occurring. The original "power" complaint was unable to be duplicated. The pump cover was removed and there was further moisture found on the continuous glucose module and on the power circuit board.